Event description:
Same case as 6000093-2006-00556. Less than 24 hrs after a coronary artery drug eluting steting rpocedure the pt expired. Lesion 1 was located in the proximal left anterior descending (prox lad) and was 100% stenosed. The physician treated the lesion with placement of a taxus express2 8.8% 2.75x28mm drug eluting stent in the target lesion. Lesion 2 was locate in the left main coronary artery (lmca) and was 75% stenosed. The physician treated the lesion with placement of a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. The primary pci was successful and uneventful with ptca stenting of the prox lad and lmca. Less then 24 hrs after the procedure the pt developed electrocardio difficulties and cardio pulmonary resuscitation was initiated, but the pt died due to stent thrombosis less than 24 hrs after the procedure.